Manufacturer narrative:
Corrected information: h6 - annex c code c23 was removed as it was determined that a usage problem was not identified during the investigation and the code was selected by mistake. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the infold resulted in a procedural delay. Per the physician, the patient's annular calcification contributed to the valve infold.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was returned in its original product packaging. The outer packaging was received damp. The valve was inside its original jar in minimal solution. The valve was received discolored showing evidence of blood contact. As received, two leaflet were in the closed position while the third leaflet appeared partially open. All leaflets were flexible with signs of creases. Acute fibrin deposition was observed on the leaflets. All commissures were intact. All sutures were intact. There was no evidence of damages to the frame. The valve was placed in a cold saline bath to perform a loading simulation per instructions for use (IFU). Upon loading, the frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was deployed in a warm (approximately 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. A complete deployment of the valve was performed. No anomalies were noted during the deployment simulation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device product ID: l-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of a transcatheter aortic valve evfxplus-34, the valve was loaded successfully with no crown overlap detected. Upon the first deployment attempt, the position was too low and the valve was recaptured. During the secondattempt, there was an infold in the valve frame observed after opening the valve up to two-thirds. The valve was recaptured and withdrawn, and a new fx+ 34mm was loaded and successfully implanted. No patient complications have been reported as a result of this event.